Event description:
On 21 april 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 21 april 2025, on day 133 after insertion. The RMA was authorized for the return of the sensor for further investigation. A review of the raw sensor data revealed optical instability, which could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. On the 21 april 2025, one of the sensing areas was blinded for bad quality data due to lack of sensor communication. As a result of the optical instability and no sensor communication, a glucose suspend was triggered and remained for over an hour, ultimately leading to the system asserting a sensor replacement alert. The user was offered a sensor replacement as a resolution. B4.date of this report 18 july 2025. G3.date received by the manufacturer? 18 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224,628. H6. Investigation conclusions updated to 4315.